Manufacturer narrative:
Cardinal health is awaiting receipt of the affected device in order to complete the investigation. Investigation results pending at this time, a follow-up report will be submitted once investigation has been completed by the supplier.

Event description:
Customer reports they fell when the rollators right leg reportedly snapped at the frame.

Manufacturer narrative:
Cardinal health has received the device for evaluation and it has been forwarded to the supplier for investigation. Results pending at this time, a follow-up report will be submitted once investigation has been completed by the supplier.

Manufacturer narrative:
Based on the supplier's investigation, the device history record review did not indicate any exception that could lead to the reported incident. The device was received for investigation. The device was incomplete, it was missing the backrest bar, handle locking screws and knobs. The supplier cannot ascertain if these parts were removed before or after the incident. The product should not be used with the assembly incomplete and according to the instructions for use, the device should not be used as a wheelchair while sitting on it. Inspection on the broken section indicated that the breakage occurred along the right rear frame tubing. There was no damage at the welding area. The aluminum tube thickness was measured and was within specification. Material hardness test would be destructive to the device and was not conducted at this time. From the investigation, the product was found to be in compliance and the supplier is unable to determine the root cause. No additional action will be taken at this time, but the supplier will continue to monitor the trend of this type of incident.